Manufacturer narrative:
Product complaint # (B)(4). Correction: the clinical code and the health impact code was inadvertently left out in the initial report which has been added to this report. The f01 code was removed and replaced with f12.

Manufacturer narrative:
A.4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support (mcs) and experienced ischemia. The patient arrived at the emergency department and experienced a cardiac arrest from ventricular arrhythmia. The patient was defibrillated and return of spontaneous circulation was achieved. The patient was taken to the catheterization lab for further treatment and percutaneous coronary intervention to the left anterior descending artery was performed with balloon angioplasty and drug-eluting stenting. Balloon angioplasty was also completed to areas of previous stents. Left ventricular end-diastolic pressure was 17. The patient continued with hypotension, and the decision was made to place the patient on an impella cp. The impella was inserted and started at performance level p-7. Flows reached 3.2 liters per minute. Due to the vessel size and ischemia, the physician exchanged the peel-away introducer for the repositioning sheath. Distal flow was confirmed with the repositioning sheath in place. The site was secured and dressing applied. The patient was transferred to the unit on impella mcs, and on arrival, a ¿large¿ hematoma was noted. No intervention was required per the notes. Manual pressure was held for one hour, and the hematoma was resolved with bruising noted. The next day the patient was noted to be doing well, and the following day thereafter the patient was successfully weaned and the impella cp was explanted with a survived patient outcome.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the hematoma, the root cause was determined to be use issue due to patient movement because the hematoma was noted on arrival to intensive care unit. Cu. Hemostasis was achieved by manual pressure. Pertaining to the limb ischemia, in order to make a root cause determination, all of the clinical details would have to be provided. The root cause of the limb ischemia was unable to be determined due to insufficient clinical details. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.